Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to low blood glucose. Customer has been hospitalized twice. Customer has been jailed. The paramedics have been called to treat low blood glucose. One minute he is fine and the next he wakes up with an IV in his arm and paramedics are standing around. The current blood glucose reading is 142 mg/dl. Experiencing low blood glucose for two weeks. Customer also stated that the drive support cap is a little tilted. Nothing further reported.